Event description:
The patient was using the new medtronic minimed threshold suspend 530g pump. He was following the sensor bg reading. The sensor reading was 190 mg/dl. His actual blood glucose reading on a meter was 28. He was confused and unable to treat his low blood glucose level. A family member had to help him to raise his blood glucose level. He is very knowledgeable and appeared to be using pump/sensor appropriately.